Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The blood glucose at the time of the incident was in 400 mg/dl. The customer reported that she developed neuropathy in her feet. The customer¿s current blood glucose level was 342 mg/dl and after working and before breakfast it was 250 mg/dl. The insulin pump will not be returned for analysis.